Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the alleged problem was not found in the returned sample. One 4 fr dual lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. No leaks were found, and the catheter was found to be patent to infusion. A kink was observed in the catheter tubing near the 24 cm depth marker, but no leaks, splits, fractures, or other damage were found on the returned catheter.

Event description:
It was reported by customer that leak noted to purple lumen by bedside nurse on (B)(6) 2023 at 1857. Additional information received 06/19/2023 : patient is a previously healthy male with pancytopenia and peripheral blasts admitted to the picu with continued bleeding and pancytopenia, work up consistent with acute promyelocytic leukemia. Initiated on chemotherapy (B)(6) 2023 per aaml1331 protocol. This event directly involved a patient. The event did not involve an urgent/life threatening medical situation. Patient required new PICC line placement immediately to avoid any interruption in chemotherapy plan. Patient required an additional sedation event for another PICC line insertion. This rn does is not aware of any medication interruption. New PICC line placed as soon as possible.

Event description:
It was reported by customer that leak noted to purple lumen by bedside nurse on (B)(6)2023 at 1857. Additional information received 06/19/2023 patient is a previously healthy male with pancytopenia and peripheral blasts admitted to the picu with continued bleeding and pancytopenia, work up consistent with acute promyelocytic leukemia. Initiated on chemotherapy (B)(6) 2023 per aaml1331 protocol. This event directly involved a patient. The event did not involve an urgent/life threatening medical situation. Patient required new PICC line placement immediately to avoid any interruption in chemotherapy plan. Patient required an additional sedation event for another PICC line insertion. This rn does is not aware of any medication interruption. New PICC line placed as soon as possible.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.